Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated when additional details are received.

Event description:
Boston scientific received information that this atrial lead was exhibiting no capture due to dislodgement. A revision procedure was performed. Efforts to reposition the lead was unsuccessful as the helix would not retract. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.